Manufacturer narrative:
(B)(4). The device has been returned and is currently in analysis. Upon completion from analysis, this report will be updated.

Event description:
Boston scientific received information that this patient was inappropriately shocked by the subcutaneous implantable cardioverter defibrillator (s-ICD) due to t-wave oversensing with small qrs signals. The shock impedance measurement was 161 ohms. Boston scientific technical services (ts) was contacted to troubleshoot and discussed the importance of proper implant location. The s-ICD appears flopped out instead of being against the ribcage and the electrode is located left parasternal. Smart pass analysis was recommended to see if a new s-ICD system would benefit the patient with the new smart pass feature. At this time, primary seems to be the best vector based on screening. An x-ray is planned and episodes will be sent in for smart pass analysis. No adverse patient effects were reported. Additional information was received that the s-ICD system was explanted due to a series of inappropriate shocks and replaced with a transvenous system. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4); upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. A review of the device memory confirmed that therapy was available and the device was functioning normally. All telemetry operations were found to be normal with the programmer and raw register programmer. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.